Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Event description:
It was reported that approximately 15 minutes after inserting the intra-aortic balloon (iab) the patient was transferred from the cath lab to the ICU. Upon being admitted to the ICU, it was noted that the console generated an alarm and the fiber optic cable was not functioning properly. The console was reading "transducer - no cable". When the cable was removed and plugged back in, the console showed "source: fiber optic" briefly and then immediately reverted back to "source: transducer - no cable". The console was switched out with a different one, but the same issue occurred. The customer checked the connections and noted that there was no transducer connected to the fluid lumen. The arterial line was set up appropriately and zeroed successfully. The fiber optic cable was removed and labelled "do not use". There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. Additionally a kink was found on the catheter tubing approximately 64.8cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: patient care manager / rn, bsn, ccrn. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient was transferred from the cath lab to the ICU. Upon being admitted to the ICU, it was noted that the fiber optic cable was not functioning properly. The console was reading "transducer - no cable". When the cable was removed and plugged back in, the console showed "source: fiber optic" briefly and then immediately reverted back to "source: transducer - no cable". The console was switched out with a different one, but the same issue occurred. The customer checked the connections and noted that there was no transducer connected to the fluid lumen. The arterial line was set up appropriately and zeroed successfully. The fiber optic cable was removed and labelled "do not use". There was no patient harm or adverse event reported.